Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report#: 3006705815-2018-02332. It was reported one of the patient's lead migrated. As such, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was achieved following the procedure. It is unknown which lead migrated. Therefore, all suspected devices are being reported.

Manufacturer narrative:
Corrected data: explant took place on (B)(6) 2018 not (B)(6) 2018 as previously reported.

Event description:
Device 1 of 2 : reference MFR. Report#: 3006705815-2018-02332.